Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20aug2019. The manufacturer's field service engineer (fse) performed troubleshooting. The unit was powered on in diagnostic mode and the air flow read at 4 liters per minute (lpm) when set at 0 lpm. The fse also found the on/off switch light emitting diode (led) when green was dim. The gas delivery system and the front bezel with a new on/off switch overlay were replaced to address the findings. The gas delivery system (gds) assembly was return for analysis. An investigation was performed and the root cause was due to the u1 on the air flow sensor pcba. The power switch overlay was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported the air flow accuracy was reading at 0 lpm (out of specifications). There was no patient involvement reported.